Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was experiencing high blood glucose. Customer stated patient changed site and does not know if the infusion set was bent when he pulled out. Customer stated that patient is on dialysis. Customer stated the issue was not insulin pump related. Customer reported patient had hospitalization last (B)(6) 2012 due to low blood glucose. Patient's blood glucose was 35-40 mg/dl. Patient was not in a vehicular accident. Customer stated that they do not remember the cause of low blood glucose. Customer declined to do troubleshooting. No further information provided.